Event description:
Patient reported the aligners caused their teeth to chip during the process. Their teeth are still not straight after treatment. This is a contraindicated patient for impacted teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Patient is contraindicated. H6 codes added: health effect: clinical code added: unspecified musculoskeletal problem. Medical device problem code added: structural problem.